Event description:
It was reported that air was detected, and bubbles were visible. During an atrial fibrillation (a fib) a faradrive was selected for use. The farawave catheter was then introduced through the faradrive, allowing for the ablation of the pulmonary veins and the posterior wall. After the farawave was removed, a non-boston scientific mapping catheter was inserted through the faradrive sheath. However, during aspiration of the sheath, air was detected. There were excessive bubbles in the aspiration syringe. There was no air seen in the patient. The physician could not achieve a proper seal around the non-boston scientific mapping catheter, resulting in continued air aspiration. The catheter was removed, and the physician had to cover the hemostatic valve with their thumb to prevent further air intake. Exchanging the sheath resolved the issue, and the procedure was completed without any complications for the patient. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.